Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® iliac branch endoprosthesis in zone 9. The patient tolerated the procedure. On (B)(6) 2025, the patient underwent a reintervention procedure to treat a type 1b endoleak on the external iliac component found via cta follow up scan utilizing the gore® excluder® aaa endoprosthesis in zone 9. After the completion angiogram, there were no leaks found. The patient tolerated the procedure. The physician stated the cause of the reported issue was possible disease progression.

Manufacturer narrative:
B5, d4, g3/g4, h1/h2, h4, h6. The imaging evaluation determined the following: two radiographic jpeg images are available for evaluation. Images cannot be manipulated in any way (window leveling, rotating, etc.). Diameter or length measurements cannot be confirmed without dicom imaging. All annotations on the images were completed before the images were submitted to gore. There appears to be contrast outside the ibe limb in the left external iliac artery. Lack of distal device apposition in the left external iliac artery cannot be confirmed. There is an endoleak of unknown origin with available images. The images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® iliac branch endoprosthesis (ibe) in zone 9. The patient tolerated the procedure. On (B)(6) 2025, the patient underwent a reintervention procedure to treat a type 1b endoleak on the internal iliac component found via cta follow up scan utilizing the gore® excluder® aaa endoprosthesis (plc) in zone 9. After the completion angiogram, there were no leaks found. The patient tolerated the procedure. The physician stated the cause of the reported issue was possible disease progression.

Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.